Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.

Event description:
The following info was reported: coronary diagnostic procedure, balloon loss of pressure after second stop (up against arteriotomy), manual compression was applied for 15 minutes, the pt was not hospitalized. Staff indicated visible calcium at beginning of case. Stick location: right common femoral artery. Vessel size: 5-6 mm.